Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch (B)(4), mfg date: (B)(4) 2018; exp date: (B)(4) 2020. The device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: this case was somewhere around the third week of july. Stratafix was used to close the vaginal cuff on a robotic total lap hysterectomy. The surgeon did see the suture had broke while doing a cystoscopy. Surgeon closed the area vaginally. (Not sure of suture used here) there is no product that¿s being returned.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic info: age, bmi at time of index surgical procedure date of the index surgical procedure? Diagnosis and indication for index surgical procedure on what tissue was the suture used? How was the suture placed (interrupted or continuous)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the vaginal cuff closed? Was one or two suture strands used? Was closure sutured from side-to-side or on both sides meeting in the middle? How many days post-operatively did the tissue dehisce? What tissue dehisced? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there any precipitating stress factor for the suture pulling out of the tissue? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications , lot #. Will product involved in the event be returned? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on (B)(6) 2018 and barbed suture was used. Following the procedure, the patient was brought back to the hospital for a second procedure to fix a slight dehiscence. It is unknown how this was addressed. Additional information has been requested.